Manufacturer narrative:
B5: describe event or problem - updated with patient status narrative.

Event description:
It was reported that a perforation and pericardial effusion occurred. A left atrial appendage (laa) closure procedure was being performed. A versacross connect was used during transseptal puncture (tsp). The versacross wire was manipulated into the laa followed by the advancement of a double curve watchman fxd curve access system (was) into the laa. An appendegram with contrast was performed, which showed the was perforated through the back wall of the laa, and contrast was filling the pericardial sac. Protamine was ordered, and a pericardial tap was performed. The drained fluid was bright red and the patient's blood volume was removed and auto-transfused. The patient was transferred to the intensive care unit (ICU). The patient remained hemodynamically stable during this event and was expected to fully recover. It was further reported that the patient was discharged home on (B)(6) 2024. There is no future plan for laa ligation for the patient.

Event description:
It was reported that a perforation and pericardial effusion occurred. A left atrial appendage (laa) closure procedure was being performed. A versacross connect was used during transseptal puncture (tsp). The versacross wire was manipulated into the laa followed by the advancement of a double curve watchman fxd curve access system (was) into the laa. An appendegram with contrast was performed, which showed the was perforated through the back wall of the laa, and contrast was filling the pericardial sac. Protamine was ordered, and a pericardial tap was performed. The drained fluid was bright red and the patient's blood volume was removed and auto-transfused. The patient was transferred to the intensive care unit (ICU). The patient remained hemodynamically stable during this event and was expected to fully recover.